Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited high pacing thresholds and a loss of capture. Increased pacing outputs, up to 7.5v@2.0ms, were required to capture in the right ventricle. There was no noise on the lead, and impedance measurements were normal. The physician believed that the patient's medications and dialysis treatments contributed to the change in pacing capture. This issue was observed at a normal device follow up; no patient symptoms were reported with this clinical observation.